Event description:
It was reported via journal article that a pediatric patient underwent transscleral suturing of intraocular lenses and suture was used. Following the procedure, the patient experienced post-operative suture breakage. The patient required undefined medical/surgical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.